Event description:
There is no allegation from a health care professional that death was device related. The cause of death is unknown and no further information is available at this time.

Manufacturer narrative:
No medwatch form was received. (B)(4).